Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hcg+beta value of 5.97 iu/l. The sample was repeated, resulting in a value of 1674 iu/l. The sample was also repeated on a second analyzer, resulting in a value of 1801 iu/l. The 1801 iu/l value was reported outside of the laboratory to the doctor. The hcg+beta reagent lot number was 574270. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The hcg+beta reagent expiration date was 28-feb-2023. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range. There was no indication of an instrument or reagent performance issue. Upon review of the alarm trace, an abnormal probe aspiration alarm was observed for a different analyzer in the same line. This is an indicator of possible poor sample quality. The sample collection volume was very low. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.